Event description:
It was reported that the customer's sensor's cannula was not there when he removed the sensor from his body. The customer stated the cannula was not in his body. The customer's blood glucose level was 237 mg/dl. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor, found a sensor cannula bent inside sensor base. Unable to confirm if customer received sensor in said condition, due to customer returning it used and opened.